Event description:
It was reported that the pump exhibited an upstream occlusion alarm. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed a damaged battery compartment and bubbled dso seal. The tamper seal was not removed. Review of the event history log (ehl) showed "upstream occlusion" and "cassette not attached properly" alarms. A visual inspection and functional tests were performed and the reported issue was not duplicated. Both dso and uso sensors passed with 24 psi when tested. However, the event history logs showed multiple upstream occlusion and cassette not attached properly alarms. The most probable root cause was due to an intermittent uso sensor and dso sensor. As a result, the uso sensor and dso sensor were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.